Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the biometric identifier required maintenance. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier (bio ID) had failed and required maintenance. A field service engineer (fse) remotely accessed the device and identified a duplicate entry under the lumidigm bio sensor in device manager, which was subsequently removed. The network settings were configured to 100mb half-duplex to optimize performance. After rebooting the device, an internal health test was conducted on the bio ID using the hardware test application, and the test passed successfully. The customer then verified the functionality of the bio ID and confirmed it was operating correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the biometric identifier required maintenance. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.